Event description:
Valve was implanted and pt exhibited symptoms. When scanned, dr thought that the two metal parts of the valve had migrated. The valve was explanted and replaced with another valve. Note that the user may have used expired product.